Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock from the device due to ventricular lead noise. Review of episodes revealed intermittent noise events occurring between the patient's normal sinus rhythms. Programming changes and lead testing with isometric and pocket manipulation were recommended.

Event description:
New information received notes that programming changes were successfully made. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).